Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a hakim valve malfunction due to the inability to program the valve: the codman hakim programmable shunt with in-line valve and unitized distal catheter was implanted to the patient via ventricular peritoneal shunt at the procedure of cranial formation with titanium plate after compressive craniotomy for subarachnoid hemorrhage. An initial shunt setting was unknown. On unknown date, the titanium plate was removed due to wound infection and necrosis, and scalp transplant was performed. On an unknown date, over drainage tendency was observed, so the setting was changed to 200mmh2o and a siphon guard was placed in the chest. In (B)(6) 2020, cerebral hemorrhage was observed and hydrocephalus clinical symptoms were worse. On (B)(6) 2020, the setting was attempted to change but it was not able to be changed. Shunt patency was confirmed by ri. Additional information received on october 2, 2020: the patient was taken to the operating room and the valve was replaced on (B)(6) 2020 due to the inability to change the setting.

Manufacturer narrative:
Updated fields: d4, d10, g4, g7,h2, h3, h4, h6, h10 the hakim valve was returned for evaluation. Device history record (DHR) - product code 82-3844 with lot chgc5h, conformed to the specifications when released to stock. Unique device identifier (UDI) : (B)(4) failure analysis - the valve was visually inspected, needle holes in the needle chamber were noted. The position of the cam when valve was received was 130mmh2o. The valve was hydrated. The valve was leak tested only leaked from the needle holes in the needle chamber. The valve passed the test for programming, occlusion, reflux and pressure. No root cause could be determined as the technician could not confirm any problem with the valve at the time of investigation. The possible root cause for the issue reported by the customer could be due to biological debris and protein build up interfering with the valve mechanism, but no functional issues were noted during the investigation.

Event description:
N/a